Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia and diabetic ketoacidosis. The blood glucose level was 28.8 mmol/l at the time of event and the patient got treated with intravenous drip. The length of hospitalization was for 24 hours. The patient was feeling sick and also tested positive for ketones. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6012708, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-oct-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6012708". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012708 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 12-apr-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test for the incorrect insertion of the soft cannula. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples, no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012708, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6012708". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012708 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 12-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test for the code incorrect insertion of the soft cannula. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples, no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.